Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported to be in need of repair because sometimes the cutter blade does not move. The event occurred during kit inspection. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). This medwatch is being filed to relay additional information. On (B)(6) 2020, it was reported that the cutter blade on a meshgraft sometimes would not move. The customer returned a zimmer meshgraft ii serial number (B)(6) for evaluation. Evaluation of the device on (B)(6) 2020 and it was noted that there was a defective cutter, sideplate, and roller on the device. Repair of the mesher occurred the same day and involved replacing the cutter, sideplate, and roller. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the cutter was defective, it cannot be determined from the information provided as to what caused the defect with the component. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended procedure for any adverse trends that may warrant further action.

Event description:
There is no additional information.